Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data shows that a rotational sensor malfunction occurred, causing first prime to end earlier than expected and the firing flat to not be properly lined up by the end of second prime. Rotational sensor abnormalities were replicated during the rerun. The commutator cap was observed to be damaged. This damage caused the rotational sensor malfunctions and resulted in the cannula not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide did not move forward. The pod was not worn.